Event description:
It was reported that a surgeon could not tell which side is the smooth side of a vascu-guard patch. They reported the patch did not have a smooth side and were unsure of which side to implant into the patient. The patch was implanted. The surgeon would receive clarification from the medical information team on how to determine which side to implant. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). A companion sample was received for evaluation. Visual inspection was unable to verify the reported condition. The device operated within the desired product specifications. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A CAPA currently exists that addresses this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The reported condition was confirmed, but the cause of the condition was undetermined. Should additional relevant information become available, a supplemental report will be submitted.